Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead defibrillation impedance was variable and the thresholds had increased.

Event description:
It was reported that the patient presented to the emergency room after hearing an audible alert. Review of performance data found the right ventricular (rv) lead had increased and then high bipolar and rv tip to rv coil impedances. Thresholds were also noted to be high. It was noted the patient is undergoing dialysis. Follow up with the company representative indicated the lead is being monitored and no intervention has been done. The lead remains in use. No patient complications have been reported as a result of this event.